Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: "material #: 367290 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® multiple sample luer adapter, the device was connected to a peripheral line when it broke in half. This has occurred with an unspecified number of devices. There was no adverse impact to patients or users reported.